Event description:
It was reported that during use of the bd phaseal¿ protectors p53 it is difficult to inject air and draw the drug. This occurred on 10 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: customer complained when using p53, some lot are hard to inject air and draw drug.

Manufacturer narrative:
H.6. Investigation: two unused samples from lot 1604018 and one unused product from lot 1503022 were returned to our quality team for investigation. A device history review was performed for report lot 1604018, no deviations or non-conformances related to this issue were identified during the manufacturing process. Functional testing was performed on all samples received and all product functioned as intended. There was no resistance noted when injecting air or withdrawing fluid during these tests, no difference was identified in the performance or functionality of the product from either lot. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ protectors p53 it is difficult to inject air and draw the drug. This occurred on 10 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer complained when using p53, some lot are hard to inject air and draw drug.